Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing pacing impedance measurements. The pacing impedance measurements stabilized, however pacing threshold measurements also increased. During a device change out, this lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was damaged during the explant procedure and was discarded by hospital staff. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.